Event description:
The device was returned for analysis, the investigation of the device revealed that the subject stent had deployed within the proximal end of the microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned for analysis still stuck inside the proximal section of the returned microcatheter. The stent was no longer loaded on the stent delivery wire (sdw). Once flushed and removed, the stent was noted to be deformed on both the proximal (closed cell) and distal (open cell) ends. The distal tip of the sdw was noted to be kinked/bent and the distal tip of the introducer sheath was deformed. It is possible that the introducer sheath was initially set up correctly but subsequently moved distally prior to stent advancement out of the sheath. This would result in crush damage to the tip opening of the sheath as was noted during analysis. It would also result in difficulty in transferring the stent into the microcatheter lumen and possible stent deformation. Continuing to advance the stent in the microcatheter lumen would lead to resistance/friction and possible damage to the sdw. This is one possible explanation to explain the analysis findings. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure. An assignable cause of procedural factors has been assigned to the as reported/as analysed stent difficult/unable to advance or pullback through catheter code and the as analysed sdw kinked/bent, stent introducer sheath distal tip damaged, stent deformed, and stent prematurely deployed during use codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.